Manufacturer narrative:
The approximate age of the device is 6 years 4 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient heard an alarm at home. The patient was admitted to the hospital later for an unrelated procedure and while there told a healthcare provider about the alarm. The alarm history was checked and a controller reset was noticed. There was another alarm that resolved when the patient was switched from power module support to battery support. There was a small piece of rescue tape on the percutaneous lead near the controller. No other percutaneous lead damage was noticed. The patient was placed on an ungrounded patient cable. No further information was provided.

Manufacturer narrative:
Section a2: corrected data. Section d4, h4: additional information. Manufacturer¿s investigation conclusion the report of hearing an ¿an alarm¿ prior to being admitted could not be confirmed as no log files were provided for review. The account did state that the patient has an epc controller and a controller reset was noted, however the cause could not be determined. The report of an alarm occurring while on the power module could not be confirmed as no log files were provided for review. Lastly, the reported small rescue tape on the driveline could not be confirmed through this evaluation as the product remains in use and no photograph were submitted for review. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas instructions for use and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvas drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.